Event description:
A customer reported that their pump triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer had previously encountered the same issue with the pump. Technical support arranged to replace the pump, advising the customer to store the current pump before returning it and explained how to program settings into the new pump. The customer was also instructed to connect their continuous glucose monitor to the replacement pump and to return the problematic pump within 10 days to avoid charges. The customer acknowledged all instructions and would continue using the current pump until the replacement arrived.